Event description:
Customer reported pt was receiving tpn, and it was observed that fluid was being pushed back into the bag instead of being delivered to the pt. Pt had a significant drop in blood sugar and required 3 doses of concentrated dextrose. Tubing was changed three times, infusion resumed, pt's blood sugar stabilized. Functional testing was performed on sets received by connecting a 50ml bd syringe to the smartsite port. Syringe sets were then loaded into an alaris syringe device and programmed at a rate of 125 ml/hr. Backflow was noted immediately, confirming malfunction of the set's checkvalve.

Manufacturer narrative:
Pt info requested and all available info is included.